Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. The patient reported that the personal therapy manager (ptm) was sitting at 90% when trying to request a bolus for the past three weeks. The patient services (pss) walked the patient through clearing the data on the handset and the patient verified they were able to connect much faster to request a bolus.